Event description:
It was reported that the patient presented to the hospital for a follow-up visit. It was noted that the right ventricular (rv) lead was changed to high-output autocapture and exhibited low sensing. Review of remote monitoring noted that the rv lead exhibited intermittent capture. Upon device interrogation, it was noted that the rv capture threshold was elevated and that the lead had dislodged from its original implant position, which was confirmed by chest x-ray. The rv lead was explanted and replaced. The patient was in stable condition.

Manufacturer narrative:
The reported events were dislodgment, intermittent capture, and r-wave amplitude. A complete lead was returned for analysis. Visual examination of the lead found the helix extended and clogged with blood / tissue. After cleaning and applying torque directly to the connector pin, the helix could be retracted and extended. The full helix extension length was measured within specification. The reported events of intermittent capture and r ¿ wave amplitude were not confirmed. Final analysis found no indication of conductor fractures or internal shorts. No lead anomalies were found except for procedural damage.